Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6), ubd: , UDI#: ; product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the device, model # 97745bp, s/n (B)(6), revealed broken tab. Analysis of the device, model # 97745, s/n (B)(6) revealed dead main board. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an internal neurostimulator (ins). It was reported the patient's controller battery will not stay charged up, and is depleting quickly. Pt stated the issue started around the 18th. Pt stated that they previously charged the controller, but the controller battery was dead by the morning. Pt stated they charged the controller once again, and is almost dead, requiring another charge, by the following afternoon. Pt stated that they received a replacement controller and battery pack, and the previous controller would last a week before they needed to recharge the controller. Patient services specialist (pss) had the pt remove the battery pack and confirm status of the pins. Pt confirmed the pins in the compartment or on the li-battery pack were not damaged. Pt re-inserted the battery pack and noted that the controller would not even power on. Pss recommended the pt leave the controller plugged into the ac power supply (when the pt is not using the controller). The issue was not resolved. Patient (calling from registered phone number) has received a new controller and li battery due to their controller being dropped in water and then was sent a new li battery. The patient plugged their recharger antenna into their new controller and the controller di dn't recognize that the recharger antenna was plugged in, the controller showed that the li battery was charging instead. Patient reset their controller and denied damage on their recharger antenna and the controller continued to show the li battery was charging (and green light flashed) when the recharger antenna was plugged into the controller. The patient verified that the controller properly recognized when the ac power supply was plugged into the controller. The patient confirmed that they had plugged their recharger antenna into their controller that had gotten wet. Additional information received from the patient. It was reported that the patient received the new recharger (and they had also previously received a new controller/battery pack) but when they go to "setup for implant", it doesn't recognize that the recharger was plugged in. They took the battery pack out and tried just having the ac power cord plugged into the controller and the screen did come on. They put the battery pack back in but when they plugged in the recharger it still just said to connect the recharger (even though its already plugged in). The patient checked the port of the controller and port of the recharger and everything seemed intact. The patient was plugging the cord straight in. It was reviewed that if the next replacement controller didn't resolve their issue they would have to meet with a manufacturer representative (rep) for further investigation.